Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at mercy health partners reported that ventricular tachycardia (v-tach) rhythms were alarming as vpc hospital wide. The most recent event occurred on the cns-6801a (pu-681ra sn: (B)(6)) in which the patient alarmed for vpc instead of 4 beats of v-tach. The same patient had another incident in which 3 beats of v-tach alarmed for v rhythm. Service requested troubleshooting/assistance. Service performed nka clinical application specialist (cas) reviewed the data with the customer and confirmed the patient had 3 and 4 beats of vpc. Customer was advised that due to the default setting for v-tachycardia set at 6 beats, the cns would not alarm except for vpc run. The facility would have to decide if they want to change default settings. Investigation result the root cause is determined to be user misunderstanding of default alarm settings. The nka devices were operating as intended.

Event description:
The monitor tech reported that this was a hospital wide issue. The vtach rythyms were alarming as vpc on the central nurse's station (cns). On (B)(6) 2019 at 13:19:32, the cns alarmed for vpc instead of 4 beats of vtach. On 13:12:25 (same patient), it should have alarmed for 3 beats of vtach, but alarmed for v rhythm instead. No patient harm was reported.

Manufacturer narrative:
The monitor tech reported that this was a hospital wide issue. The vtach rhythms were alarming as vpc on the central nurse's station (cns). On (B)(6) 2019 at 13:19:32, the cns alarmed for vpc instead of 4 beats of vtach. On 13:12:25 (same patient), it should have alarmed for 3 beats of vtach, but alarmed for v rhythm instead. A nihon kohden clinical application specialist spoke to the monitor tech. The patient in question showed 3 and 4 beats of vpc. They were advised that because the default for vtach is set at 6 beats, it would not alarm for vtach but for vpc run. The facility will need to decide if they want to go with the lower limits, allowing the defaults to be changed. For now, the system is operating as intended. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device information: telemetry transmitter model: gz-130pa sn (B)(4).

Event description:
The monitor tech reported that this was a hospital wide issue. The vtach rhythms were alarming as vpc on the central nurse's station (cns). On (B)(6) 2019 at 13:19:32, the cns alarmed for vpc instead of 4 beats of vtach. On 13:12:25 (same patient), it should have alarmed for 3 beats of vtach, but alarmed for v rhythm instead. No patient harm was reported.